Event description:
It was reported that the pulse generator exhibited backup operation. Due to elective replacement indicator the device was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.